Event description:
A lasix drip (250mg/125mls) was hung as a secondary at 1306. The dose was 10mg/hr to go at 5mls/hr. Approximately 75-90 minutes later, the rn found the lasix bag empty and the pump turned off. The patient required three extra lab draws due to the event. There was no patient harm. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Reference internal file # (B)(4), MFR report # 9616066-2014-00179 for administration set complaint/investigation. The customer's report of a secondary infusion too fast was verified by log analysis. Analysis of the event logs showed on (B)(6) 2014 at 1:10 pm a secondary infusion of an unidentified drug was programmed to infuse at 250ml/hr with a vtbi of 125 ml. The intended programming of the lasix was 250mg/125ml with a dose of 10mg/hr to infuse at 5ml/hr. The secondary infusion completed in 30 minutes. The user programmed a secondary infusion at a rate of 250ml/hr instead of the reported rate of 5ml/hr. The root cause of the customer's report of an over infusion of lasix was identified as a programming issue.